Event description:
It was reported that the device was prophylactically explanted due to an advisory. The patient was stable and asymptomatic. Further information was requested, but not yet available.